Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 05/13/2016 with the following findings: evaluation revealed that the audio bolus button was missing. A ¿cs69¿ alarm occurred at power up. The pump was unable to recover from cs69 after reboot unable to perform steps 10 and due to recurring alarm. The ¿cs69¿ failure is defined as language file corruption while retrieving the language text. The ¿cs69¿ failure was written as ¿cs87¿ failure in black box. The error is resident to flash chip (u39). Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Evaluation revealed a damaged audio bolus button. This report is made based on results of investigation completed on 05/13/2016.